Event description:
It was reported that arteriotomy closure of an unspecified vessel was attempted using the perclose proglide after an unspecified procedure. Reportedly, two proglide devices failed. The method used to achieve hemostasis was not specified. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other proglide, is being filed under a separate MFR number. The device was returned for evaluation and the analysis found that the link had detached at the posterior cuff. A link detachment can result in a failure to retrieve the suture during plunger removal. Although the reported device failure was not specified, based on the analysis, the reported experience is confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. Based on the information reviewed, there is no indication of a product deficiency.